Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque in tricuspid position where the patient developed complete heart block during the procedure, but the physicians decided to implant a micra post procedure to provide pacing support permanently. A temporary pacemaker was also needed prior to implanting the permanent pacemaker and the procedure was completed successfully with a reduction in tr from severe to none/trace. There were no conduction system disturbances prior to the procedure. Baseline rhythm was left bundle branch block. The valve was deployed in optimal location. The ep doctor mentioned the possibility of a bundle of his issue. The patient went into heart block immediately upon delivery system crossing of the tva. Patient had a good outcome from the standpoint of evoque valve placement/they were paced during the procedure and received, and ep intervention was immediately post procedure. The heart block occurred prior to valve deployment as they were introducing the delivery system over the wire and that the patient did have a slow escape rhythm and was not dependent during or post procedure.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for delivery system and/or guidewire pushed into atrial wall was unable to be confirmed. No manufacturing non-conformities could be identified as neither sample nor imagery were provided for review. Furthermore, the device history record review noted no non-conformances related to the complaint event. Available information suggests that patient condition may have contributed to the reported event. However, a definite root cause is unable to be determined.